Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. Patient obtained results of 290 and 260 mg/dl within 10 minutes. The patient received no medical attention following use of the meter. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative confirmed that the test strip dimension was incorrect, thereby indicating a possible malfunction with the test strips. The test strips and control solution were replaced.